Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, when on suture usage, midway in to the surgery the needle broke and was separated from the suture connection point, part of the device fell into the patient cavity and was removed from the patient and the surgical time was extended by thirty minutes. The device was replaced to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, when on suture usage, the needle broke and was separated from the suture connection point, part of the device fell into the patient cavity and was removed from the patient and the surgical time was extended by thirty minutes. There was no patient injury.